Manufacturer narrative:
Additional information was received, and box h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to the device. The manufacturer previously received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, nausea, vomiting, lung disease, reduced cardiopulmonary reserve, kidney disease, and respiratory tract irritation. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. The device did not return with an sd card. There is an unknown dust contaminate present at the iso port entrance. Moderate unknown dust/dirt contamination throughout the device internals. Moderate dust/dirt contamination was observed on device pca. Seals were observed discolored. Evidence of sound abatement foam degradation/breakdown was not observed. During internal investigation the manufacturer observed dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust-like contaminant and was not able to confirm the complaint or address the symptoms specified.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to the device. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, nausea, vomiting, lung disease, reduced cardiopulmonary reserve, kidney disease, and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.